Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event as it was further reported no additional sedation or anesthesia was required.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported error was not reproduced. An error e006 can have different causes. In all cases, it is triggered if the electrical resistance between the two electrodes of the device increases. Originally, this error message was intended to warn the user if an irrigation fluid with insufficient conductivity is used in saline mode. However, since the conductivity can be influenced by other factors, an error e006 can also be triggered for other reasons. It is likely the error occurred due to one of the following; tissue build-up at the electrodes, increased contact resistance due to poorly or insufficiently engaged contacts at the working element or the connection cable, increased contact resistance due to faulty contacts at the working element or the connection cable. The instrument is in a gas bubble during activation, faulty contact when the instruments are put together incorrectly and the generator is activated, and/or damage to the contacts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned for evaluation and the customer¿s reported issues could not be reproduced or confirmed during testing. Although, error e006 was recorded in the devices error log, all functions of the device are functioning appropriately. The device history record for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The field service engineer became aware that the customer high frequency electrosurgical generator machine is having error ¿e006 and cutting/coagulation are not working sometimes¿. The customer reported problem was found during a transurethral resection of a bladder tumor. The procedure was completed with the same equipment without delay. No death or injury and no impact to patient has been reported.